Manufacturer narrative:
(B)(4).

Event description:
The doctor reported while torqueing the screw the tip of the hex tool (rash8n) fracture and the fracture portion remained inside of the screw. The doctor removed the fractured tip that was inside the head of the screw. The same screw was kept in place and the restoration was perfect.

Manufacturer narrative:
One hex driver tip were returned for inspection. The devices show signs of wear consistent with use. The hex tip portion is confirmed to be fractured, and no longer functions. A malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.